Manufacturer narrative:
(B)(6). (B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a coiling treatment procedure, the interlocking arm broke during removal. The target location was a 40mm long aneurysm located in the moderately tortuous hypogastric artery. Multiple coils were deployed in the aneurysm. This 10mm x 25cm interlock .035 coil was the sixteenth coil used in the procedure, selected to treat the proximal neck of the aneurysm. The coil was advanced through another manufacturers' catheter in an attempt to have the coil grab into a small branch coming off the neck of the aneurysm to close off the area. The coil was advanced multiple times, but was unable to be placed in the intended location, eventually the physician lost access with the catheter. An attempt was made to pull the coil back into the catheter with some difficulty when the interlocking arm of the coil broke off inside the catheter. The catheter, with coil and broken interlocking arm, were removed from the patient as a system. The procedure was completed with additional coils. No patient complications were reported and the patient's status is fine.